Event description:
The field service engineer (fse) reported observing a signal shift at the forward scatter (fs) and fl4 positions on the customer's fc500 flow cytometer while performing new laser alignment. The malfunction was identified while the fse was servicing the instrument. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) reported a signal shift at the forward scatter (fs) and fl4 positions on the customer's fc500 flow cytometer while performing new laser alignment. To resolve the issue the (fse) replaced the tarpon amps at the fs and fl4 positions. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Manufacturer narrative:
Follow up 01: section b3 date of event was revised to reflect the correct date section g3 date received by the manufacturer revised to reflect correct date bec internal identifier - case-(B)(4).